Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure there was a problem with one endo stitch and two polysorb sutures. One suture needle just came off the instrument but was retrieved. The second polysorb suture had the suture itself fall off at the needle and the needle came off the instrument. To complete the procedure, the endo stitch was handed off the sterile field and replaced with a new device and new sutures, same lot numbers. There was no harm caused to the patient. The device is expected to be returned for evaluation.